Manufacturer narrative:
Reference number: mw5067454.

Event description:
It was reported that improper alarm was observed. The device started vibrating repeatedly approximately every ten hours. No further information was provided.